Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lcd lens and a bent latch lock. The tamper seal was broken. There was no evidence to review in the device's event history log other than a normal battery low alarm occurred. An accuracy test and air detector test were performed as part of the functional test and the reported issue was not duplicated; however the pump was found to be over delivering and was out of specification. The air detector passed testing. It was determined that the most probable cause was due to a programming issue. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, a1 and h4 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects, health impact

Event description:
It was reported, the device is not dispensing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.